Event description:
The customer contacted stryker to report that their device unexpectedly shutdown. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly shutdown. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's product access center (pac) for further evaluation. During testing in the pac the reported issue was not duplicated, however review of the device logs verified an unexpected power off at the time of the reported event. This device was scrapped by stryker. The customer received a replacement device. The cause of the reported issue could not be determined.